Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual-luman umbilical vessel catheter (uvc). The customer states that the catheter was prepped and primed without difficulty and inserted into the infant's umbilical vessel on (B)(6) 2012. When the physician attempted to withdraw blood, air bubbles were withdrawn. The team was concerned that there could have been a small puncture somewhere on the catheter body and they removed the catheter the same day. A second catheter was attempted and once inserted to withdraw blood, air bubbles were also withdrawn. The uvc was removed and the decision was made to insert a PICC line. The customer reports the pt's status is okay.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forward.